Manufacturer narrative:
The customer was unable to identify the specific administration set involved in the event. No product code nor lot number is available. No companion sample is available. This information was cross-referenced in medwatch 6000001-2007-564 submitted on 06/26/2007.

Event description:
Per the risk manager, the set used at the time of the event was a baxter set, however, she is unable to identify the specific set involved. The patient had been admitted for open heart surgery for pericardiectomy after 2 failed ablations. The pump was infusing nitroglycerin, dopamine and propranolol (dose, rate and volume unknown). The anesthesiologist reported that all 3 channels alarmed and failed. The physician turned the device off, restarted it and the device alarmed and shut down all 3 channels again. The physician pulled the tubing for the nitroglycerine from the channel and then noted a free flow was occurring. The patient's blood pressure dropped (unknown levels) and IV medications per injection (unknown drugs and doses) were administered to restore the blood pressure.